Event description:
Additional information received reported that the stimulation was intermittent, resulting in a loss of bladder control. When the stimulation shuts off, the patient changed to a different program, then, came back to the original program and the stimulation would not come back on. The patient had not attempted timing out the stimulation on/off episodes because, she can barely feel the stimulation and it was difficult to tell when it stopped. The leads were replaced on (B)(6) 2012 and the therapy was working great until a few days ago. She also had a lead revision in (B)(6) 2011, at which time, she had a return of symptoms and the health care professional felt the lead needed to be repositioned. Patient outcome was not provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported, the pt experienced a lack of effect with leaking episodes occurring over several weeks. The pt noted the incontinence was worse and she was going through 3-5 pads a day. The pt's trial went well. Since the initial implant, the pt's device had been reprogrammed three times. Interrogation of lead and battery was done on (B)(6) 2011 and impedance measurements were normal. Both appeared fine and in working order - no malfunctions were noted. The pt had gone through 8 programs and was not receiving adequate therapy. On (B)(6) 2011, impedance readings were >4000 ohms on all or some unipolar paris. There was no known trauma or falls reported. Add'l info has been requested; a follow-up report will be submitted if add'l info becomes available.